Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that after stapling and resecting the rectum, a sizer was inserted transversely up to the staple line. The staple line again opened. This time he did not proceed with an anastomosis, but decided in favor of a colostomy. Unsure whether it is a permanent or temporary colostomy.